Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the two ipgs were explanted.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the two ipgs were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-1110-02, serial (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Device evaluation indicated that the complaint was not confirmed. The ipgs passed all the required tests and revealed no anomalies. Devices exhibit normal characteristics.